Event description:
User reported that something fell into the medication cup during an attempted medication dispense. The object was removed from the medication cup before any medications were ingested.